Manufacturer narrative:
The field service engineer inspected the module and found the aspiration nozzle of the cell rinse assembly to be clogged. The fse cleaned and decontaminated this nozzle. Product labeling states "list of maintenance schedules for all modules - daily - cleaning the reaction cell rinse nozzles." The investigation determined that the issue was caused by insufficient customer maintenance.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine results for 2 patient samples tested on the cobas 8000 cobas c 701 module. The initial results were reported outside of the laboratory. On (B)(6) 2022, sample ID (B)(6) had an initial result of 182. The repeat result was approximately 44. On (B)(6) 2022, sample ID (B)(6) had an initial result of 365. The repeat result was 55. The unit of measurement was requested but not provided. The reagent lot number and the expiration date were requested but not provided.